Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, device passed all incoming functional tests and no anomalies observed during bench testing. Battery returned measured 9.22 volts no load. Upper case is damaged and the lower case is broken. (B)(4).

Event description:
It was reported the device was pacing ddd mode, disconnected atr (atrial) cable, vent (ventricular) capture or pacing was lost or that the ventricular output was no longer pacing the patient. It is noted the patient recovered and device sent to biomed. Biomed tested and could not duplicate anomaly. The device was returned for repair. No patient complications were reported as a result of this event.